Event description:
It was reported in voluntary medwatch (B)(4) that during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the physician was unable to advance a lumenis slimline gi 365 fiber through the bsc spyglass scope. It was further reported that the device operator was aware of limitations of the device prior to the start of the procedure. It was further reported that the physician terminated the procedure.

Manufacturer narrative:
A medical doctor and lumenis medical subject matter expert completed an investigation of the event reported and concluded that no malfunction of the subject device, slimline 365 gi fiber, or the spyglass scope occurred. The root cause of the event is determined to be an anatomical condition that was difficult to access with the current product configuration and without a guide wire. Additionally the expert stated that the subject device has a traditional 2mm extension of the glass core beyond the teflon jacket. As with any laser fiber with this traditional tip design, the fiber cannot be passed through the working channel of an endoscope if there are tight bends in the scope once it is in place. Because of this, fibers are traditionally preloaded into the working channel of a scope that is going to be configured with sharp bends in the scope body; the expert stated that subject product training included this information. With the spyglass system, in certain areas of the anatomy where access is often difficult, such as the pancreatic duct, the physician will advance a guidewire into the duct first and then advance the spyglass scope over the wire, utilizing the working channel of the scope. If the doctor then wishes to use a laser fiber through the working channel he must remove the guidewire from the working channel and also remove the scope from the pancreatic duct so that the fiber can be preloaded. If the particular anatomy made access to the pancreatic duct difficult to begin with and required the use of a guide wire, then it is likely that re-advancing the scope into the pancreatic duct without a guide wire might not be possible. Termination the procedure is a known rare outcome, with low risk to patients. The physician can elect to create a sphincterotomy to create a larger passage for the scope in order to access the ducts. With a sphincterotomy, duct access can be accomplished without a guide wire and the procedure can move forward. The working parameters of the subject device are well known in the field. Device not returned.